Event description:
It was reported while using the bd phoenix¿ smic/ID-101 a patient isolate (methicillin-resistant staphylococcus aureus - mrsa) was misidentified as group b strep. Repeat testing was performed causing the isolate to be misidentified twice. The user noted that the isolate did not appear to be a strep therefore, the isolate was tested with a reference laboratory giving the confirmed result of mrsa. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus when using phoenix panel smic/ID-101 (catalog number 448802) batch number 4044939. The customer returned panels, an isolate and phoenix generated lab reports for the investigation. The lab reports show s. Aureus a25923 identified as streptococcus agalactiae. The customer returned isolate was verified on a bruker maldi biotyper and labeled as s. Aureus. To investigate, three retention panels of the complaint batch and one control panel were tested using customer returned isolate s. Aureus on a phoenix m50 machine and evaluated for identification results. The panels tested did not identify their inoculated isolate. This complaint is not confirmed. A streptococcus isolate is recommended for a strep panel. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k032675, k050745, k050747, k050780, k050865, k050881, k050946, k050982, k051109, k051138, k051204, k051266, k051272, k051692, and k062206. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ smic/ID-101 a patient isolate (methicillin-resistant staphylococcus aureus - mrsa) was misidentified as group b strep. Repeat testing was performed causing the isolate to be misidentified twice. The user noted that the isolate did not appear to be a strep therefore, the isolate was tested with a reference laboratory giving the confirmed result of mrsa. No health impact or consequence reported.